Event description:
It was reported that during surgery, the cannula cracked. The operating room team sealed up cracks in cannula with bone wax. No pt complications during surgery.

Manufacturer narrative:
Device not returned.